Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a e337(fan error) displayed on the screen due to a broken fan. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a e337(fan error) displayed on the screen due to a broken fan. Additionally, the receptacle was loose, a cable was found deformed, and the tank socket was rusty. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the parts failed due to long-term use and the indicated phenomenon occurred. Olympus will continue to monitor field performance for this device.